Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
Surgeon reported that the patient came in with pain. An x-ray was taken and it was observed that the gamma nail is broken. Patient was revised.